Manufacturer narrative:
The subject device model involved in this MDR report is not approved in the us.; however, it is similar to reply models already approved in the u.s.

Event description:
Reportedly, the patient deceased 2 years ago (due to unknown cause). Swedish police wants to know if any data can be read in the device memory due to criminal investigation.

Manufacturer narrative:
Please refer to the analysis report.

Event description:
Reportedly, the patient deceased 2 years ago (due to unknown cause). (B)(6) police wants to know if any data can be read in the device memory due to criminal investigation.